Event description:
A leak was noted coming from the bottom of the oxygenator during cardiopulmonary bypass. The oxygenator was replaced. During the exchange, the pt was without circulatory support for approx 5 minutes. Blood loss was estimated to be 1,000mls. To compensate for this loss, the pt was given two units of autologous packed red blood cells. The pt expired 16 days post operatively due to complications of their medical condition.